Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and mesh was implanted. Following the procedure, as reported by the patient, the patient is breaking out in hives and has infection as a result of the mesh implantation. It was also reported that she is currently having allergy testing. No further information provided.